Manufacturer narrative:
Date of event is estimated. The event of allergic reaction was reported to abbott. The patient stated the physician explanted the entire system due a possible allergic reaction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs system was explanted in 2012 due to an allergic response. The patient stated that the ipg site was itchy and the physician checked for infection several times. The tests returned negative, so the physician elected to explant the system due to a possible allergic reaction to the device.